Event description:
It was reported that following a pump replacement, the new pump setting was identical to the old pump setting. During the procedure, the health care provider (hcp) had some difficulty aspirating the catheter, but was able to aspirate approximately 0.3 milliliters (ml). At this point, the line was flushed with at least 0.5 ml of air, unexpectedly, which cleared the line but possibly increased the risk of unintentional bolus. The pump was primed with no drug in the path related to the fact that 0.3 ml of fluid was aspirated and at least 0.5 ml of air was flushed. The patient later showed signs of overdose and was admitted to the intensive care unit overnight for observation and airway protection. The patient was somnolent but would awaken. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver lioresal. The issue was not resolved. No diagnostic testing or troubleshooting was performed or required. The next day it was reported the pump was programmed to minimum rate mode the day of the event due to the patient having a couple episodes of respiratory distress. It was reported on (B)(6) 2014 that the patient was doing much better the next morning and the pump was restarted at half the original dose. It was later reported the patient experienced respiratory depression. The cause of the event was difficulty with aspiration of baclofen from the catheter after the old pump was removed, but 0-2 ml was aspirated. The dosage was reduced 95% for approximately 14 hours and was increased to 200 micrograms per 24 hours. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).